Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient went to the emergency room (ER) and eventually got hospitalized due to hyperglycemia caused by infusion set fell off event on (B)(6) 2026. The blood glucose level was 558 mg/dl at the time of hospitalization and the patient was treated with insulin pen and intravenous (IV) drip. Patient found positive for ketones and found glucose in urine. Patient experienced fatigue. The length of hospitalization is less than 24 hours . No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on refernce samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trend picked up, this will flag on the trips and alerts according to the omqr procedure.